Event description:
Reference number (B)(4). Event occurred in austria. On 08-july-2024, it was reported by the patient wife that formation three abscesses and had opened in hospital. Treatment is not known. No further information was available.